Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod was received in pod state 2 with 0 pulses delivered. The reservoir was partially filled, indicating that the pod was filled but not activated until attached to an external power supply. Battery voltages were low. Shelf mode current was out of spec. The high shelf mode current is confirmed as the root cause of the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pink slide moved forward but the cannula did not insert into the infusion site and was not visible upon removal. No adverse patient impact was reported.